Event description:
It was reported following a diagnostic catheterization a 6f angio-seal vip was deployed in the right femoral arteriotomy. There were no complications with deployment and hemostasis was achieved. Three days later, the pt underwent a scheduled coronary artery bypass graft (CABG) and aortic valve surgery. The next morning the pt's right thigh was noted to be engorged and he became hypotensive. This required emergency surgical repair of the right femoral artery. No sign of the angio-seal was noted in the operative report. The pt had a drop in his platelet count on the day of his CABG and valve surgery. The platelets went from 110,000 to 75,000. The pt has recovered and has been discharged.

Manufacturer narrative:
No prod was returned for eval. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.